Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing stimulation. Additional information was received indicating that through fluoroscopy it was confirmed that the lead was dislodged which is likely due to the stimulation and increased in threshold. Hence, the lead was repositioned by advancing it further into the vessel. The lead remains in service. No additional adverse patient effects were reported.